Event description:
Related manufacturer report number: 2017865-2022-47220. It was reported that a patient presented to the emergency room with chest pain. A CT scan was performed and revealed that the right ventricular (rv) lead was perforated. Pericardial fluid was drained from around the heart. Device interrogation revealed high capture threshold on the atrial lead. The physician elected to explant and replace both the rv and atrial leads. The patient condition was stable.